Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that they had a unit of plasma derived from whole blood which they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was received for investigation. Samples from the set were tested and measured in terms of concentrations of the free hemoglobin of the supernatants. The concentration of the sample was 53mg/dl. The manufacturing and testing records were reviewed with no issues noted. Three retention samples from this production number were visually examined. One bag was tested for solution volume and the other two were tested for the composition of the solution. There were no abnormalities in appearance and measured value conformed to in-house standards. Root cause: a definitive root cause for this failure could not be determined. The following possible root causes are:hemolysis can also be caused by the following: characteristics of blood e.g. Red blood cell fragility; bacterial contamination; excessively cooling; filter clogging.